Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. The customer had changed out the site but reported that the occlusion alarms continued. The customer reported attempt to prime the tubing and observed drops with no air bubbles in the patient line. Additionally, while troubleshooting the customer received a pump message stating that to install a new cartridge after fill tubing. Reportedly, the customer had 30 units remaining in the cartridge. Tandem technical services educated the customer that the pump will not allow a cartridge with less than 50 units. The customer's blood glucose (bg) levels were in the 300mg/dl range at the time of the events. The customer delivered a correction bolus via the pump was delivered to address the bg levels. The customer declined follow up with tandem technical services.